Event description:
Consumer stated: I bought some (B)(4) replacement brushes the first one I used the bristles would come off threw it out and put on another same thing; the third one the same thing. Product was not returned. 2nd report.